Event description:
Implant form was received confirming that the generator has been explanted and replaced due to prophylactic replacement. Per the hospital's policy, they do not return any explants from any patient to any company. No other relevant information has been received to date.

Event description:
The physician's office reported that the patient was experiencing shortness of breath and pain/discomfort at the chest site. It was mentioned that after the vns device was turned off, the chest pain and shortness of breath resolved. The physician wanted the patient referred to the surgeon. Further follow up was performed with the physician; however, they refrained from providing additional information. No known surgical intervention has occurred to date. No other relevant information has been received to date.